Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "many of their recent breast aug patients with saline implants have reached out saying their implants are deflated."

Event description:
Sales representative reported on behalf of physician "many of their recent breast aug patients with saline implants have reached out saying their implants are deflated." This relates to an unknown side. The device remains implanted.